Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 44-53 mg/dl were recorded by continuous glucose monitor (cgm) at 9:58:42 am on (B)(6) 2020. The pump recorded this data when it regained connection with the transmitter (9:58:42 am), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened from approximately 7:03:42 am to 7:33:42 am (yellow dots). Cgm alert 1 (cgm low alert) did not enunciate as the continuous glucose monitor was not in connection with the transmitter at the time of the low bg. A tubing fill of size 13.4587 units was observed on (B)(6) 2020 at 2:47:49 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.